Event description:
We recently had an incident occur where a "right" femoral component was implanted into the patients "left" knee during a bilateral total knee replacement procedure. Product packaging concerns identified during this eval included the following: the size of the font utilized on the product packaging. The use of abbreviations where laterality is indicated -i.e. "Lft" and "rt" the lack of further documentation of the laterality on the sterile packaging which the implant is wrapped within. The lack of color coordinated labeling on the exterior of the packaging to designate laterality. The seam created by the shrink wrap enclosure makes it difficult to see the laterality of the implant.